Event description:
It was reported that a foreign material was observed. An encore inflation device was selected for use. During preparation, when unpacking the device, it was noted that a foreign object like a sponge adhered in the device. The procedure was completed with another of the same device. No patient involvement was reported. Device evaluated by manufacturer: the device was returned for analysis. The encore unit was returned with its original opened tray with the label "foreign matter in the package". There is a black foreign matter within the opened tray which is bigger than the 5.0 square mm calibrated estimation size of the calibrated tappi chart.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a foreign material was observed. An encore inflation device was selected for use. During preparation, when unpacking the device, it was noted that a foreign object like a sponge adhered in the device. The procedure was completed with another of the same device. No patient involvement was reported.